Event description:
It was reported by service report that the head-end inner and outer siderail panels were damaged on both sides, and the power cord was missing the ground prong. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - power cord plug missing ground prong. Damaged both sides head-end inner and outer siderail panels.